Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site had trouble tracking an instrument. They described it as the camera flashing. They removed one sphere and were able to track sufficiently. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
Patient demographics received. Unique device identification (UDI) is available. Device manufacturing date is available. If information is provided in the future, a supplemental report will be issued.